Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, a penumbra system aspiration pump max 110 (pump max) was unable to achieve full vacuum. The hospital staff checked all the connections, however, the pump max was still unable to achieve full vacuum. Therefore, the indigo pump max canister (canister) was removed, and the procedure was successfully completed using a new canister.